Event description:
The report received from the affiliate states that the distal portion of the palmaz stent was caught inside the stent graft and stopped advancing. The palmaz sds was removed from the patient and it was found that the stent edge was slightly flared. The patient's gender and age were unknown. The target lesion was right common iliac artery. Mild calcification and vessel tortuosity, the rate of stenosis was 90%. This was an emergency procedure to treat the ruptured vessel of the common iliac artery (cia). Antegrade approach was made from the ipsilateral side. An excluder (goatex, stent graft) was delivered and placed in the cia. When angiography was conducted, thrombus was observed from the bifurcation to the distal part of the stent graft, and the blood was not flowing smoothly. Therefore, palmaz (complaint product, cat: p3008e, lot: 15309870) was advanced through the excluder in order to press the thrombus and the distal edge of the stent graft. However, the distal part of the palmaz stent was caught inside the excluder and stopped advancing. The palmaz was removed from the patient and found the stent edge was slightly flared. An express (bsj, same size) was used instead and it was able to advance through the excluder without problem. The express was placed in the distal part of the excluder stent graft and the procedure was completed without patient injury. There was no adverse event and the patient is in stable condition. Request: please enter the lot number (15309870) at your side, as the number was not recognized in the system.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received states that the distal portion of the palmaz stent was caught inside the stent graft and stopped advancing. The palmaz sds was removed from the patient and it was found that the stent edge was slightly flared. There was no reported patient injury. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, device interaction and procedural factors likely contributed to the reported event.